Event description:
According to the facility on 11/15/2023 the "jp drain being removed and separated apart when pulling gently".

Manufacturer narrative:
According to the facility on 11/15/23 the "jp drain being removed and separated apart when pulling gently". Per the facility the "patient was brought back to or and foreign body was identified and removed". No additional information is available. The sample was requested for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.